Event description:
The lay user/patient called lifescan (lfs) on november 13, 2007 alleging, the one touch ultrasmart meter was prompting an error 5 message. The medical affairs specialist spoke to the patient on november 16, 2007. The patient reported the meter issue began three days earlier. Before the meter issue, the patient had received results of 130, 185, 172, and the last result was 76 mg/dl, obtained at 11:42 a.m. She reportedly tests 12 times per day, starting at 5:00 a.m. She is on an insulin pump, which delivers humalog insulin. After the meter issue occurred, she did not give herself any bolus doses, however, she stated that she was probably "a little more active than usual that day". After the reported issue, at approximately 3:30 and 7:00 p.m. The patient reported feeling sweaty and then becoming non-responsive. She attempted to test several times throughout the day, but was unable to get a reading. Her husband gave her a glucagon shot each time and she felt better soon after the shots. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient was found to have two hypoglycemic events after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.